Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a routine follow-up visit, loss of capture (loc) was observed on the right atrial (ra) channel. When loc was observed, high impedances of 1900 ohms were also observed, and the physician was unable to verify right atrium pacing thresholds since the lead was not capturing at any output. It was noted that the patient felt unwell when atrial loc was observed. Loss of capture was not always visible and was only visible at the beginning of the interrogation session and could not be reproduced by having the patient perform postural maneuvers. Normal impedances have been approximately between 500 and 600 ohms, but intermittent jumps were visible in the ra impedance trend. No noise could be reproduced by the physician with maneuvers or pocket manipulation (tapping on the device). The output was temporarily programmed to 4vx 0.4 ms, but it was not possible to check the correct functioning because of the high impedances, which were no longer reproduceable during the follow-up visit. An additional follow-up visit was performed, and all parameters were stable and within normal range. Loss of capture and noise could not be reproduced with manipulations or maneuvers, and the impedances were always within range. The related ra lead is st. Jude medical (1642t/wg173826) and was implanted approximately 14 years ago. Device data was saved and submitted to technical services for further review, which is still in progress. This device and the related lead remain implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain additional information. The field representative indicated that no further action has been taken at this time, but that the patient is currently monitored with latitude (remote monitoring system).

Event description:
It was reported that during a routine follow-up visit, loss of capture (loc) was observed on the right atrial (ra) channel. When loc was observed, high impedances of 1900 ohms were also observed, and the physician was unable to verify right atrium pacing thresholds since the lead was not capturing at any output. It was noted that the patient felt unwell when atrial loc was observed. Loss of capture was not always visible and was only visible at the beginning of the interrogation session and could not be reproduced by having the patient perform postural maneuvers. Normal impedances have been approximately between 500 and 600 ohms, but intermittent jumps were visible in the ra impedance trend. No noise could be reproduced by the physician with maneuvers or pocket manipulation (tapping on the device). The output was temporarily programmed to 4vx 0.4 ms, but it was not possible to check the correct functioning because of the high impedances, which were no longer reproduceable during the follow-up visit. An additional follow-up visit was performed, and all parameters were stable and within normal range. Loss of capture and noise could not be reproduced with manipulations or maneuvers, and the impedances were always within range. The related ra lead is st. Jude medical (1642t/(B)(6)) and was implanted approximately 14 years ago. Device data was saved and submitted to technical services for further review, which is still in progress. This device and the related lead remain implanted and in service. No adverse patient effects were reported.